Event description:
It was reported the patient experienced discomfort with the implantable cardioverter defibrillator (ICD). The patient presented for a pocket revision procedure. During interrogation, it was found that the right ventricular (rv) lead exhibited a high capture threshold and r-wave amplitude variation. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of unacceptable threshold and r-wave amp variation were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.